Event description:
Patient (pt) had surgery to place permanent pacemaker (ppm) on (B)(6) 2025. On (B)(6) 2025 it was discovered the right atrial (ra) lead came off, surgery to put back on. Later that same day it was discovered the right ventricular (rv) lead had come off, patient back to surgery to put back on. 3 surgeries total.